Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Multiple attempts were made to follow up on the reported issue; however no response was received.